Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed the reported issue. According to the additional information provided, the issue occurred during a planned diagnosis, and it was completed as planned. Rse found that the coupling was turned on in the xpermodule by the user. The user dismissed "coupling on" and proceeded with the procedure. There were no errors found, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray generation stopped working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.